Event description:
On 2/9/1998, the risk manager at hosp was notified by medtronic inc. Of an incident. The incident involves the explanatation of a cardiac pacer which had been exhibiting intermittent rapid pacing. As per the physician, there was no injury to the pt, however the pacer was removed in order to preclude injury.